Event description:
Customer reported the system keeps shutting down. No pt injury was reported.

Manufacturer narrative:
Customer cancelled call. Parts no longer available through ge, customer will contract through 3rd party for repair. The exact MFR date is unavailable. (B) (4)